Manufacturer narrative:
(B)(4). Date sent: 09/07/2021. Additional information received: mw5101272 h11: corrected data = b3.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a bowel resection procedure that the device was placed on the bowel, fired, and cut the bowel as usual. When he released the stapler, the bowel was open, and no staples had been fired or were present. Surgeon hand sewed the bowel anastomosis. There were no adverse consequences for the patient.